Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2022, fracture of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.